Event description:
The report received indicated that during a coronary procedure, the 1.5x10mm firestar balloon catheter was delivered and inflated at the target lesion. However, at the balloon ruptured at 14 atmospheres of pressure, the balloon burst. Therefore, the balloon catheter was exchanged and two other non-cordis balloons catheters were used; however, the balloons also ruptured. While manipulated the balloons, the guide catheter disengaged from the coronary and so physician redelivered the catheter. A coronary angiogram was performed and a vessel perforation was identified. As a result, to stop the bleeding, balloon angioplasty was conducted for a long time. It was not possible to determine if the guidewire or which of the balloons caused the vessel perforation; however, after the firestar balloon catheter was removed from the pt, the physician found a pinhole rupture on the balloon. Further info indicated the target lesion was the mid left anterior descending artery. The lesion was heavily calcified and slightly tortuous and presented 100% stenosis. The lesion had been previously treated with balloon angioplasty.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Add'l info will be submitted within 30 days upon receipt.